Manufacturer narrative:
(B)(4). G2: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that due to repetitive hammer impaction on the proximal part of the g7 straight inserter device, the metal part with the thread that goes inside to capture the shell was difficult to insert due to the metal bending over the hole to slide the part in. No known impact or consequence to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, d9, g3, g6, h2.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4, h6. Visual examination of the returned product identified the strike plate end has indentation marks all around. The cannulation visually appears to be impeded by material due to indentations. The shaft of the inserts has nicks and scratches all over. No other damage was noted. When tested with a gauge, the gauge was unable to pass through the inserter hole as intended. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.